Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's system was replaced on 18oct2024. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096659.

Event description:
It was reported that one of the patient's lead had high impedances that were preventing effective therapy and the patient was unable to enter MRI mode. Surgical intervention is expected to resolve the issue.